Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint describing a leakage cannot be verified. The five received (2 used / 3 unused) cartridges were visually, leak, and glide force tested. The cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured in accordance with product specifications. The problem mentioned by the customer could not be reproduced; therefore, no corrective or preventive actions will be initiated.

Event description:
Patient reported several cartridges have leaked insulin since (B)(6) 2013. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The cartridges were requested for evaluation.